Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, smoker, periodontal disease, immediate implantation, infection, pain, swelling, abscess.